Event description:
Clinical adverse event received for occasional pain, possible synovial pinching or regrowth of fat pad. Event is serious and is considered mild. Event is not related to device and possibly related to procedure. Date of implant: (B)(6) 2021. Date of event: (B)(6) 2022. (Right knee). Treatment: arthroscopy.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device was not returned. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Is reasonable to conclude that there is no relation between the device and the reported adverse event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.